Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, model and lot unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex flow diversion stent was prepared as per the package insert and inserted into a phenom 27 microcatheter. Resistance was encountered from the time the device was introduced, but the stent region was able to introduced to the distal blood vessel. Deployment was performed while unsheathing the phenom 27, however, the stent tip could not be opened and when the catheter tip was extended to the middle position, the middle position was opened, but the distal end could not be opened. It was also noted that the proximal side of stent had deployment failure. The stent was resheathed and removed from the patient along with the microcatheter. The stent was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right internal carotid aneurysm with a max diameter of 9 mm and a 5 mm neck diameter. The landing zone arterial diameter was 4.4 mm distally and 5.1 mm proximally. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as 241. The angiographic result post procedure was noted as good. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The distal portion of the pipeline was located in a bend and more than 50% was deployed when it failed to open. The pipeline was resheathed 3 or more times. Additional measures used to deploy the stent included resistance strength and placing a distal access catheter (dac) distally. Ancillary devices included 6 fr fubuki xf, 6 fr sofia distal access catheter, and phenom 27 and phenom 17 microcatheters.

Manufacturer narrative:
Update a2, a3, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It appears that significant resistance was felt when approaching the tortuous vessel. The cause of the failure to open is unknown, but it was suggested that it may have started to open at a highly curved section during distal deployment. There appeared to be strong resistance throughout the catheter. It was clarified that the pipeline that did not open at the distal section. No damage to the pipeline pushwire or catheter was observed.